Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident. Customer¿s other blood glucose level was 120 mg/dl. The customer declined troubleshooting. The customer received change sensor alert and sensor updating sensor glucose value not available alert. The insulin pump will not be returned for analysis.